Manufacturer narrative:
Event evaluation: a review of complaint history, documentation, and quality control was conducted during the investigation. The product was not returned for evaluation. Review of quality control activities was conducted. The appropriate design controls are in place at both incoming and final quality control. There is no evidence to suggest that the product was not manufactured to the correct specifications. Without additional information about the event or the device in question, no conclusion can be drawn. Based on the risk assessment performed, no additional actions are required at this time. The appropriate internal personnel will be notified and we will continue to monitor for similar complaints.

Event description:
Per report (B)(4): during a thoracentesis procedure, the catheter sheared and a 2 cm piece was retained in the subcutaneous tissue of the patient. A catheter was reinserted a second time. Pleural effusion was loculated; however, it was difficult to access. No additional information was provided regarding patient outcome.

Event description:
Per report (B)(4): during a thoracentesis procedure, the catheter sheared and a 2 cm piece was retained in the subcutaneous tissue of the patient. A catheter was reinserted a second time. Pleural effusion was loculated; however, it was difficult to access. No additional information was provided regarding patient outcome.

Manufacturer narrative:
(B)(4). The event is currently under investigation.